Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a pediatric esophageal dilatation procedure to treat stricture. The exact procedure date was unknown. During the procedure, the dilator's liquid-filled balloon broke. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. The reported event may suggest that the balloon leaked. There were no patient complications reported as a result of this event.